Event description:
Tyshak ii balloon 8 x 3 would not deflate properly after aortic valve valvuloplasty, resulting in attending having to inflate balloon fully until burst causing pseudoaneurysm in aorta.per md: the ballon failed to deflate and could not be removed from the patient until we ruptured it. The patient was experiencing potentially dangerous hypertension due to aortic obstruction by the balloon, so urgent removal of the balloon was required.